Event description:
The stent was deployed without difficulty. The stent was post-dilated with the delivery balloon. Upon inflation the balloon burst at 11 atm's. Upon attempted removal, the balloon caught on the stent and could not be removed. The pt was sent to surgery for CABG.